Manufacturer narrative:
The technician conducted an investigation and was unable to duplicate the issue. The device functioned properly.

Event description:
The account alleges that the bed exit did not send a nurse call signal to the nurses station when a patient exited the bed and fell. The account stated that the patient died. The coroner's report stated that the patient's death was not a result of the fall, but a result of the patient's current medical condition. The account would not release any information regarding the patient, nor would the account release a copy of the coroner's report.